Event description:
Caller reported a malfunction in the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Caller was advised to continue using the pump and to contact support if the issue recurred.